Event description:
The reporter obtained back to back (rapid succession) blood glucose results to 91 and 116 mg/dl. He retested and got a reading of 120 mg/dl. He did not compare the strips to the confirmation dot and did not recall the color of the dots, his control solution test was in range 114 (86-129). No symptoms were reported..